Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine leiomyoma ("fibroids") and genital haemorrhage ("bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping"), anxiety ("anxious"), depression ("depressed") and infection ("infections"). The patient was treated with surgery (hysterectomy in (B)(6) 2006 and operative laparoscopy with removal of the essure devices on (B)(6) 2017) and surgery (hysterectomy in (B)(6) 2006 for pain and fibroids). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower and infection had not resolved and the uterine leiomyoma, anxiety and depression outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, depression, genital haemorrhage, infection, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: she sought treatment on multiple occasions for these symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result was not provided. Further company follow-up with the consumer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.